Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: patient infusion naphos, bubbles. User clear bubbles multiple times by disconnecting and priming 5cc, user tried to decrease volume of infusion bag, but pump would not allow it, so writer didn't decrease volume. Alarm came on alarm 2175 hold power button" pump turned off and wouldn't turn on again when tried immediately after. Turned on after 2-3 mins with no issue. User infused naphos through another pump." No injury reported.